Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the trans-esophageal echocardiography, an atrial shunt/atrial septal defect could be detected probably due to the transeptal puncture during the cryo ablation. The case was completed with cryo. It was noted this was considered a permanent impairment of body structure or function. No further actions were planned. No further patient complications have been reported as a result of this event.